Event description:
While a patient was lifted and being transferred by two staff members using the tollos series 600 model ceiling lift, the lifting strap snapped/broke off completely from the lift causing the patient and the spreader/crossbar to drop down from mid-air. It appears that when the lift strap is being retracted to pull the patient up, the motor continued to pull the strap, not stopping as it should, likely adding stress to the lifting strap, and pushing the metallic crossbar downward. Tollos is currently investigating the root cause. FDA safety report ID # (B)(4).